Manufacturer narrative:
(B)(4).

Event description:
It was reported that during right ventricular lead revision, the ventricular port setscrew on the pulse generator would not tighten. The device was explanted and replaced. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.